Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure the pace parameters of this lead were abnormal. The lead was exchanged, and the procedure was successfully completed without complication. The lead is expected to be returned for analysis.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure the pace parameters of this lead were abnormal. The lead was exchanged, and the procedure was successfully completed without complication. The lead was returned for analysis. Additional information received indicated that the threshold was 2.6 v and the impedance was 460 ohms during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lumen of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure the pace parameters of this lead were abnormal. The lead was exchanged, and the procedure was successfully completed without complication. The lead is expected to be returned for analysis. Additional information received indicated that the threshold was 2.6 v, the impedance was 460 ohms during the procedure.